Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? What is the event day and procedure date? Was any surgical intervention performed specially re-suturing? Explain. On what tissue was the suture placed? What was tissue condition? Were any prescribed medications required? Please specify them. Did the patient suffer from wound secretion, infection or wound dehiscence? Please explain. Were there any alleged deficiencies noted with the device that could have contributed to the patient¿s post-operative complications as mentioned in the event description? Could you please confirm device's availability? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The sutures opened in less than three days leaving the implant exposed. There were no adverse patient consequences reported. Additional information has been requested.